Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
When doing bsa confirmation on a drug that has a previous dose adjustment reason listed, the new calculated dose is at 100% but the dose adjustment reason still remains on the dose history display after the change has been made. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
UDI added. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The drug dose is calculated, then adjusted and the bsa is updated. The new calculated dose is set back to 100% (which is correct) but the dose adjustment reason still remains on the charge which is confusing. This could result in confusion and an unnecessary adjustment of the drug dose resulting in either an underdose or more likely an overdose. It is uncommon to change the basis of the dose calculation. For example, if the patient's weight changes, only a fairly substantial change would prompt an adjustment to bsa. In addition, when adjusting any chemotherapy dose, particular attention should be paid to make sure the dose is correctly adjusted. These checks would be made by the physician, the pharmacist, and finally by the infusion nurse before any drug is administered. The issue was found to be a defect in the software. The issue has been fixed in mosaiq 2.64.165 and 2.64 sp5. 2.64 sp5 was released on 9th august 2017.